Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During a procedure to place a short tfn, the insertion handle did not align with the nail properly. The drill bit went posterior to the nail and when it came in contact with the femur, the femur fractured. The surgeon removed the short tfn and replaced it with a long tfn and completed the procedure.